Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The consumer reported that the patient thought she "felt it move in the pocket and since then she hadn't had stimulation." The patient felt a jolt. The patient was unsure if the leads moved as well or pulled out of the generator. The impedances were checked and all were over 10,000 ohms. The manufacturing representative tried to turn up the amplitude and she had no stimulation at all. The patient was "in an intimate position with her husband" and felt it move. The patient had 2 stimulators, but only the thoracic stimulator was involved. The cervical stimulator was working fine. The health care professional (hcp) was to check the device under fluoroscopy and would determine a course of action. The indications for use include non-malignant pain. If additional information is received, a supplemental report will be sent.